Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) slowly lost waveform for each patient almost one tile at a time then the heart rate disappeared also one at a time, then tiles slowly lost the remaining data again one at a time, then the whole unit beeped a few times then rebooted on its own back to bios then windows then auto launched monitoring, all patients came back onto the monitor with full waveforms and associated information. No patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6, b6, b7. Attempt #1: 03/15/2023 - emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 03/17/2021 - emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer stated unable to provide demographics of patients that were on the cns.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) slowly lost waveform for each patient almost one tile at a time then the heart rate disappeared also one at a time, then tiles slowly lost the remaining data again one at a time, then the whole unit beeped a few times then rebooted on its own back to bios then windows then auto launched monitoring, all patients came back onto the monitor with full waveforms and associated information. No patient injury reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) slowly lost waveform readings one parameter at a time, then beeped a few times and rebooted on its own. Patient monitoring was resumed when the cns booted back up. No patient harm was reported. Investigation summary: the device event logs were sent in for analysis, which was not able to reveal potential causes for the cns rebooting. Error logs were found in the log analysis of the unified gateway. Nkc was aware of issues with bsm-1700s using wlan transport in system configurations that include enterprise gateways. A design change was made with the bsm-1700s to address the issue. Nkc recommended upgrading the bsm-1700s and monitoring for any recurrence of the issue. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 03/15/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer replied stating they would be unable to provide the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsm): model #: bsm-1700 serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) slowly lost waveform readings one parameter at a time, then beeped a few times and rebooted on its own. Patient monitoring was resumed when the cns booted back up. No patient harm was reported.